Manufacturer narrative:
Event summary: as reported, during retrograde intrarenal surgery (rirs), the physician tested the ngage nitinol stone extractor prior to patient contact, and found that the basket would not retract. A new device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. Complaint device was returned in open packaging. The handle did not actuate the basket assembly. The handle was disassembled and reassembled, during investigation, but the handle still would not actuate the basket assembly. No apparent damage was noted. The basket sheath compresses when attempting to close the basket. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The returned device was found to have a basket that was open and could not be closed. No damage to the device was noted. When attempting to close the basket, the basket sheath could be seen to be compressed. This indicated that there was interference between the basket sheath and basket assembly, preventing the basket from closing. All devices are tested for functionality multiple times during manufacturing and subsequent quality control inspections. The cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 21dec2021: the physician opened a new device to complete the procedure.

Event description:
As reported, during retrograde intrarenal surgery (rirs), the physician tested the ngage nitinol stone extractor prior to patient contact, and found that the basket would not retract. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.

Manufacturer narrative:
PMA/510k #¿ exempt. A follow up report will be submitted should additional relevant information become available.